Event description:
After extraction of a tooth the defect was filled with allograft bone material, tetracyline, and biomed absorbable collagen wound dressing. Approximately 2 weeks later swelling was noted at this site. X-ray revealed distintegration of allograft material, and native bone. The allograft material and biomed were removed from the site, and the defect was left to heal. One month post removal the site was healing well.